Event description:
While loading patient onto backboard from an automobile, the board broke just above the head end at the handles. The backboard was being held approximately 2.5 feet from ground and the patient was loaded. While the patient was being strapped to board, the board broke. The patient fell to the ground. Patient was in a c-collar at time of incident. There has been no report of due to the incident.

Manufacturer narrative:
Manufacture requested the unit be returned for failure analysis. Unit not returned as of (B)(4) 2009.